Event description:
Coiling treatment was conducted of a splenic artery. It was reported that the implant coil detached during positioning. The implant coil was successful retrieved using an endovascular snare. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
Sample analysis: the device involved in the event will not be returned for eval as it was reported discarded. (B)(4).